Event description:
It was reported by the patient that he is experiencing minor pain, mostly on left side of navel; mainly when he presses on it. Also has a small bump where a suture or other material protruded through.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.